Manufacturer narrative:
(B)(4). 3004753838-2025-299444 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, data was received on 10/13/2025 and it was determined this complaint is not reportable per corpft-140202.

Event description:
It was reported that"missed alert/notification" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).